Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb had foreign matter. The following information was provided by the initial reporter: material#: 305916, lot#: 4341104. It was reported by customer that concerns on sterility of product. Rcc received a complaint via email. Product information: product code: 305916, product description: needle hypo 25 x 1 in safetyglide bx/50 p42, lot/serial#: (B)(6), expiry date: 2029-11-30. Problem information: product concern ticket number: (B)(4), date of incident: on (B)(6) 2025, concern description: concerns on sterility of product, occurrences: 2 each. Sample information: incident samples: 2 each, representative samples: 0. Additional information provided: in response to the below inquiry the product issue is small amounts of foreign material inside the sealed sterile packaging of the 25g x 1¿ safetyglide needles. We have found two affected items, we are not sure if they are from the same box/case as we stock these items in our immunization trays, and the trays are filled daily often out of different boxes. The samples available include one sealed item and one open item.

Manufacturer narrative:
Pr (B)(4)- supplemental MDR - foreign matter. Two samples of safety glide needles (part number 305916, batch 4341104) were received for evaluation. One sample was received in appropriate packaging, while the second sample was received in an open package and did not contain a safety glide needle. Inspection of the packaging revealed the presence of multiple unknown, dark, loose foreign particulates. This condition does not meet product specifications. Based on the investigation findings, the presence of foreign material outside the fluid path is likely associated with the packaging process. Additionally, a device history record review was completed for the provided lot number 4341104. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.